Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the weak battery alarm due to the blank display. The pump also had minor scratches on the lcd window, a cracked case at the reservoir tube window corners, cracked battery tube threads, and a broken belt clip slot.

Event description:
It was reported that the customer had recurring battery issues. The last four to five times the customer changed the battery, the insulin pump had a blank display. The customer also received weak battery alarms. He noticed the battery and the battery compartment were corroded. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.